Event description:
Info received indicates the siderail will not latch in the up position.

Manufacturer narrative:
The tech found that several latch rivets were missing from the siderail. The tech replaced the rivets to repair the stretcher.